Manufacturer narrative:
The customer reported that they plugged their vacuum to the uninterruptible power supply (ups), after which the central nurse's station (cns) rebooted. After the cns rebooted, the monitoring software would no longer come up. No harm or injury was reported. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that they plugged their vacuum to the uninterruptible power supply (ups), after which the central nurse's station (cns) rebooted. After the cns rebooted, the monitoring software would no longer come up.